Event description:
This system was explanted due to vascular complications. Patients arm grew to about two to three times normal size. Physician was not sure if it was from svc syndrome or additional issues with a fistula. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.